Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed(0 vdc). A review of the share logs was performed and inaccurate readings was found within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation. No injury or medical intervention was reported. No injury or medical intervention was reported.